Event description:
The customer reported that there is zipper damage on the canopy, the teeth are missing but couldn't specify where. There was no pt incident or injury reported. Inspection of the product shows that on panel side b access window the zipper slider body is open.

Manufacturer narrative:
(B)(4) - eval of the product found that the panel side b window zipper slider body is open. There was no evidence of any zipper teeth missing. Note: posey instructions for use has a warning statement: never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. (B)(4).